Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. It was reported that versacross connect access solution selected for left atrial appendage closure (laac). During the procedure, the femoral vein access was obtained via ultrasound access, and a versacross steerable sheath was used to obtain transseptal access via transesophageal echocardiography (tee). A non-boston scientific pigtail catheter and the trusteer was used to obtain a contrast image of the laa. It was determined that based on this and tee guidance, a 31mm closure device would be attempted. During initial deployment, it appeared that the closure device was partially deployed in the pericardial space, the flx ball was advanced out of the was sheath, not unsheathed with a deep-seated starting position. This was evident on fluoroscopy by the extremely pinched middle of the closure device. The closure device was recaptured and repositioned, but this position was deemed too proximal, and thus the closure device was recaptured again and removed from the patient body. At this time, a circumferential pericardial effusion was discovered on tee. The decision was made to replace the 31mm closure device with a 27mm closure device and drain the pericardium via pericardiocentesis. The 27mm closure device was released in the laa after meeting visible position, anchor, size, seal criteria (pass), and more than three (3) liters of blood were drained from the pericardium, with 750ml transfused back to the patient. Cardiothoracic (CT) surgery was called when the patient began to show signs of tamponade with no change to the effusion. The patient was transferred to the operating room (or), where a pericardial window was performed and large clotted masses were removed from around the heart, resulting in improved pressures. The patient is currently stable and in recovery with plans to be discharged soon. Product return is not expected.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Device analysis: boston scientific is in progress for the attempts to retrieve the device and the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. However, the effusion is confirmed based on the media provided. The other allegations of cardiac tamponade and cardiac perforation could not be confirmed based on the information available. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross steerable access solution risk documentation was completed and confirmed that the event of pericardial effusion, cardiac trauma and cardiac tamponade were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion, cardiac trauma and cardiac tamponade are a known inherent risk of the versacross steerable access solution device. Pericardial effusion, cardiac trauma and cardiac tamponade is an expected procedural complication addressed within the IFU for the versacross steerable access solution device.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. It was reported that versacross connect access solution selected for left atrial appendage closure (laac). During the procedure, the femoral vein access was obtained via ultrasound access, and a versacross steerable sheath was used to obtain transseptal access via transesophageal echocardiography (tee). A non-boston scientific pigtail catheter and the trusteer was used to obtain a contrast image of the laa. It was determined that based on this and tee guidance, a 31mm closure device would be attempted. During initial deployment, it appeared that the closure device was partially deployed in the pericardial space, the flx ball was advanced out of the was sheath, not unsheathed with a deep-seated starting position. This was evident on fluoroscopy by the extremely pinched middle of the closure device. The closure device was recaptured and repositioned, but this position was deemed too proximal, and thus the closure device was recaptured again and removed from the patient body. At this time, a circumferential pericardial effusion was discovered on tee. The decision was made to replace the 31mm closure device with a 27mm closure device and drain the pericardium via pericardiocentesis. The 27mm closure device was released in the laa after meeting visible position, anchor, size, seal criteria (pass), and more than three (3) liters of blood were drained from the pericardium, with 750ml transfused back to the patient. Cardiothoracic (CT) surgery was called when the patient began to show signs of tamponade with no change to the effusion. The patient was transferred to the operating room (or), where a pericardial window was performed and large clotted masses were removed from around the heart, resulting in improved pressures. The patient is currently stable and in recovery with plans to be discharged soon. Product return is not expected. It was further reported that the physician believed that no access solutions (transseptal products) contributed to the patient complication, it was only watchman sheath. The patient was hemodynamically stable when complication began but rapidly deteriorated. There was no transeptal issue noted. Perforation happened at a later time in procedure. Significant increase and change at end of procedure requiring pericardiocentesis. The patient stayed beyond standard care of time. Patient has been discharged.